Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the air/water cylinder and suction cylinder had no color, the label on the suction connector was damaged, the connecting tube had a wrinkle, due to a burn on the plastic distal end cover the insulation resistance value at the distal end did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, and the following had a crack; the objective lens, light guide lens, and the adhesive on the bending section cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Hold for kh 01/02 the customer reported to olympus, the gastrointestinal videoscope had insufficient angulation and the adhesive on the bending section cover was worn out. The device was returned for evaluation. During the device evaluation, the following was found: the air/water tube and cylinder had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.